Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient took out the pump battery and was without insulin for six hours, which may have contributed to her elevated blood glucose levels and symptoms the next day. The owner's booklet states, "to avoid the risk of diabetic ketoacidosis (dka) or very high blood sugar, you must be prepared to give yourself an injection of insulin if delivery is interrupted for any reason."

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the pump powers on properly. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues and no alarms. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient said she inadvertently cleared a call service alarm the night prior and that her infusion set cannula was bent. She mentions there is also blood at the infusion site. Review of the pump history revealed a call service alarm at 11:26 pm the evening prior and the pump was resumed at 5:55 am. The patient said she did not know how to clear the alarm so she took out the battery. She reprimed the pump when it was resumed at 5:55 am. The pump's total daily dose history matched the patient's programmed delivery for the (B)(6) prior to the call service alarm. The patient stated that she went to the doctor's office the day she called animas. Her blood glucose level was reportedly 583 mg/dl and the doctor sent her to the hospital. The patient tried to lower her blood glucose level at the doctor's office with insulin from the pump but her blood glucose level did not decrease. At the hospital her blood glucose level was 660 mg/dl and the patient reportedly had shortness of breath, chest pain, and nausea. The patient was removed from the pump and placed on an IV insulin drip. The patient was reportedly being kept overnight at the hospital to be released the next day. The patient's blood glucose level reportedly resolved to 183 mg/dl.